Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The physician stated that the stent kinked and was unable to be removed in the office. The patient had to be brought to recurrent surgery in the operating room for removal. The patient had no stone and there was no knot in the stent. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, specifications, and trends was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined.. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.